Event description:
Suction irrigator used to suction blood and irrigate with saline during surgery contains a battery compartment began dripping brown colored saline from the battery compartment. Leak was from the external compartment and did not enter the closed tubing system.